Manufacturer narrative:
(B) (4). Sticking jaw/cam,jaws unable to open_open after assisted,malformed clip the analysis results of the device found that it was received in good visual condition. The device was cycled and three conforming clips were fed however, sticking issues were noted. The next three clips were scissoring. During the last three firing sequences the jaws remained in closed position. The trigger was manually assisted in order to open the jaws and feed the clips; pear shaped clips were released. Finally, the device locked out as intended but the orange indicator did not show up completely. A possible cause for the indicator failure may be a previous feed error or it was misassembled during the manufacturing process, this finding is not related with the event reported. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
Attempts were made to obtain additional information, but the hospital had no further details.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, on the second firing on the cystic duct and artery the device became stuck on tissue. There was a hole in the duct. It is unknown as to how the hole was repaired. It is unknown as to how the device was removed from tissue. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.